Event description:
It was reported that the patient had a revision but there were no further details available. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3550-10, product type: accessory. Product ID 3889-28, lot# va0dt9m, implanted: (B)(6) 2013, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
Additional information received noted that the patient was uncomfortable with the placement of the battery so the doctor relocated the battery. The patient noticed this in february. This reporter was notified two weeks before the scheduled revision. They did an impedence check on the device during the revision and everything was working properly. The patient was doing fine now.

Manufacturer narrative:
Concomitant medical products: product ID 3550-10, serial# unknown, product type accessory. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no devices were revised. The battery was moved lower for the patient.